Event description:
Pelton & crane rec'd a call from a dist svc technician regarding a chairman dental chair that broke. The technician told co that the dr had a pt in the chairman chair and the pt pushed with his feet against the floor causing the seat assembly to detach from the base of the chair. The dr caught the pt before he fell. There were no injuries reported.